Manufacturer narrative:
The medtronic representative walked the customer through troubleshooting. The customer reported that the battery indicator lights on the image acquisition system (ias) were not scrolling. The rep had the customer remove the top rear cover and the battery monitor board started working again. During the onsite inspection, the medtronic representative reported that no discrepancy with the connectors on the back rear panel could be found. The rep did notice that one of the white molex connectors were pressed up on the battery monitor board. The medtronic representative tucked in the loose wires and connectors into position so as to assure that they would not impede the electrical functions. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the site was unable to take a 2d imaged. The surgeon used a different imaging system to complete the surgery. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
The battery monitor indicator was returned to the manufacturer for evaluation. Testing was unable to confirm the reported issue. However, it was noted that multiple components on the board were damaged, resulting in functional testing not being performed.